Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and slightly tortuous lesion in the lad exhibiting 85% stenosis. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues. The lesion was pre-dilated using 2 nc euphora balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. The physician was unable to cross the target lesion. While attempting to remove the resolute integrity device, guidewire, guideliner support catheter and launcher guide catheter, the non deployed stent came off the balloon and remained in the artery.

Manufacturer narrative:
No difficulties noted when removing the protective sheath. Inflation device remained on neutral pressure during delivery of the device. Non medtronic guidewire and guideliner support catheter were used. Physician confirmed that there is no allegation against the launcher guide catheter. Patient went to surgery for the stent to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.